Event description:
It was reported that the customer's insulin pump display went blank. The battery cap was reportedly damaged or corroded. The battery was replaced and the display remained blank. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.